Event description:
A cobe cardioplegia set was being used to administer blood cardioplegia to the patient when the user noticed that the blood caridioplegia was leaking from a connection distal to the cardioplegia module. The blood was discovered to have sprayed in small quantities onto several operating room personnel, but no adverse problems resulted for the users. Patient blood loss was estimated to loss than 50cc and no patient injury resulted. The user applied a tie band to the leaking connection and the case proceeded without further incident.